Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Healthcare professional reported that customer was hospitalized on (B)(6) 2014 with blood glucose of 301 mg/dl. Customer's blood glucose dropped quickly and was placed in the intensive care unit. Customer's blood glucose was 46 mg/dl and was found on the ground. Customer was disconnected from insulin pump and healthcare professional had insulin pump. During troubleshooting it was reported that drive support cap appeared normal, time and date were correct, basal rates were correct, and reservoir showed the same amount of insulin as on status screen and insulin pump was not exposed to MRI. Healthcare professional was advised to monitor blood glucose and was advised on carelink. Healthcare professional also reported that customer had a kidney transplant. No further information provided.